Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient received an appropriate treatment event consisting of one shock. The patient was reportedly in parking lot and was "out of it" at the time of the event. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm as severe bradycardia at 20 bpm. The patient was taken to the hospital after the event. After the treatment, the patient reported that there were red marks under the therapy electrodes and a blister under one of the ECG electrodes. The patient's nurses were using an ointment and bandage on the blister. The patient also ended use of the lifevest to receive and ICD. The patient reported that the irritation improved. The electrode belt has been evaluated and all therapy electrodes had deployed gel. Additionally, the therapy electrode is designed to exceed the surface area requirements of ansi/aami df80:2003, abd the garment's silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient's skin. There is no indication of any device malfunction that caused the patient's reported burn.